Manufacturer narrative:
Although there is no claim against the product, an investigation was completed to determine the cause of the RMA. The camera sheath accessory was analyzed and found to be torn. The partially returned sheath measured about 0.513" in length. The rest of the sheath was not returned. There was no complaint against the product to assess the effect of its failure.

Event description:
The camera sheath accessory was an incidental return included with RMA 1505840 which alleges that the firefly camera was out of lives. No allegation was made against this product. Intuitive surgical inc. (Isi) followed up with the initial reporter and the following additional information was obtained: there were no reports of fragments falling into the patient when the camera sheath was last used.